Event description:
It was reported that the lead was explanted and replaced due to a rise in lead impedances and suspected lead fracture. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the lead tip measuring 34.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.